Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set on their insulin pump had detachment issues. Customer's blood glucose value was 407mg/dl at the time of the call. Customer treated high blood glucose with insulin pump bolus. Troubleshooting for infusion set tubing detachment was performed. Customer declined troubleshooting for high blood glucose. The product will not be returned for analysis.